Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending artery. Two wires were used to cross the lesion and a bsc balloon was advanced for dilatation. A 2.5 x16mm synergy drug-eluting stent was advanced to treat the lesion. However, when attempted to stent the diagonal, the devices became entangled. When the physician tried to pull everything out, the stent hung up and stayed inside the left main artery. The physician re-wired the left main with a different wire and put a 4.0mm stent into the left main opposing the dislodged stent to the vessel wall. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending artery. Two wires were used to cross the lesion and a bsc balloon was advanced for dilatation. A 2.5 x16mm synergy drug-eluting stent was advanced to treat the lesion. However, when attempted to stent the diagonal, the devices became entangled. When the physician tried to pull everything out, the stent hung up and stayed inside the left main artery. The physician re-wired the left main with a different wire and put a 4.0mm stent into the left main opposing the dislodged stent to the vessel wall. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine. Synergy ii us mr 2.50 x 16 mm stent delivery system (sds) was returned for analysis loaded on a 0.014'' guidewire. A visual examination of the stent found that the stent was detached from the delivery system and was not returned for analysis. The balloon cones were reviewed and no issues were noted. The maximum crimped stent profile measurement at the time of manufacture was within specification. The balloon wings were tightly wrapped and evenly folded and do not appear to have been subjected to positive pressure. Stent crimp markings were present on the balloon body indicating the stent was crimped to the balloon prior to shipping. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.